Manufacturer narrative:
Received two used 01c-smv3v2 devices for inspection. No defects or anomalies noted. The 01c-smv3v2 devices were leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A 2 gang 1o2¿ manifold with check valve, rotating luer, appx 0.83ml reportedly leaked disoprofol at the device's joint location. This occurred during the medication infusion process for a patient, not long after it was installed. The device was used continuously for 1 hour. There was no patient harm/adverse event reported. The device was replaced with no further problems encountered. There were ten quantities affected.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Additional contact: (B)(6).